Manufacturer narrative:
(B)(4). Corrected information: this medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2011-01311. Please see medwatch report # 2210968-2011-01311 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a perineum laceration repair procedure on (B)(6) 2011 and suture was used. The needle broke in half during the repair. The needle was found by x ray and removed. No adverse patient consequence.